Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure, the tactisys quartz was intermittently losing communication with ensite dws. The cat-5 cable was replaced with no resolution. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. The field indicated the tactisys was placed under a drape during the operation and the unit may have overheated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported communication issue and subsequent procedure cancellation may have been due to tactisys placement within the lab. The tactisys user manual states; do not obstruct the ventilation grid located on the bottom and the top of the tactisys¿ quartz case.